Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr), for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the absolute pro instruction for use (IFU) as a known potential patient effect associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the case information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. Based on the pmcf information, a definitive cause for the reported the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2: date of death: estimated. B3: date of event: estimated. D4 - the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated. Literature attachment: article title "post market clinical follow-up evaluation report peripheral self-expanding stents, revision d". The additional patient effects and devices reported in the pmcf are captured under a separate medwatch report.

Event description:
This is filed to report patient death. It was reported through the pmcf report, that the absolute pro stent may be related to the adverse patient effects of death, myocardial infarction, pulmonary complications, renal complications, access site complications, thrombosis, embolization, dissection, occlusion, re-stenosis, revascularization, unplanned amputation / surgical intervention, re-hospitalization. Details are listed in the attached report, titled post-market clinical follow-up evaluation report peripheral self-expanding stents please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr), for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the absolute pro instruction for use as a known potential patients effect associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the article information, a definitive cause for the reported the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported treatments were likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. B2: date of death: estimated. B3: date of event: estimated. D4 - the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated. Corrections: a2 ¿ age at time of event: updated from 67 years to 68 years. B7 - other relevant history: updated based on updated pmcf information. D1 - brand name: updated from absolute pro vascular self-expanding stent system to absolute pro. D2: common device name: updated from self expanding peripheral stent system to stent, iliac. D2b ¿ procode: updated from nip to nio. D3 ¿ mfg establishment name: updated from abbott vascular to abbott vascular inc. D3 - address 1, city, postal code: updated from 26531 ynez rd. Temecula 92591-4628 to 3200 lakeside drive santa clara 95054-2807. The additional patient effects reported in the pmcf are captured under a separate medwatch report. Literature: article title "post market clinical follow-up evaluation report peripheral self-expanding stents, revision e".

Event description:
Subsequent to the previously filed report, additional patients were added to this pmcf report for the absolute pro stent. Procedures were performed between 11/21/2022 through 11/21/2023. Follow-up was performed 302 +/- 182 days post procedure.